Manufacturer narrative:
The customer initially reported that the patient fell. Also, the customer stated that during the transfer with the arjo lift, the patient sustained extensive bruising on his right thigh. The injury did not require any medical intervention. During the interview with the customer, it was clarified that the patient's fall occurred before the transfer with the arjo lift (it was not related to the arjo device). The maxi twin lift and non-arjo sling has been used to lift the patient from the floor. The customer reported that the bruises sustained by the patient appeared during the transfer and were caused by the sling. During the investigation, it was established that the non-arjo loop sling that allegedly contributed to the patient's injury was manufactured by 3rd party company locomotor (serial number 104998). It was unclear if the bruising sustained by the patient was consequence of the patient fall or the transfer with non-arjo sling. The maxi twin was evaluated by an arjo representative, it did not have any malfunction. The instruction for use for the maxi twin device contains information that the maxi twin should be used with arjo slings. ¿maxi twin is intended to be used with arjo slings. Only use arjo-supplied slings that are designed to be used with maxi twin.¿ ¿warning: use only arjo slings that have been specifically designed for the maxi twin.¿ to sum up, the arjo device was being used for the patient¿s transfer. No technical malfunction of the device was detected that could have caused or contributed to an adverse event and from that perspective, the floor lift device was up to its technical specification at the time of the event. During an investigation, it was determined that the patient had fallen prior to the transfer. It remains uncertain whether the bruising observed was a result of the fall or potentially caused by the non-arjo sling. As no serious injuries were reported and no patient fall occurred, any similar complaints in the future will not be considered reportable.

Event description:
It was reported that a patient fell out of the device during the transfer. As a consequence of the event a patient sustained bruising. The customer used non arjo sling during the transfer.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.